Event description:
Patient reported left side "pain, incapsulated, malformed outer shell on unknown side, 'an exchange from textured to smooth implants due to the patient¿s concern with the product", "started experiencing pain and paralysis from arm to implant after pfizer vaccine", "hardness/ being uncomfortable/ capsular contracture baker grade unknown". The event "started experiencing pain and paralysis from arm to implant after pfizer vaccine" is deemed not related to the device. The device remains implanted.

Manufacturer narrative:
Continued d.6a (partial implant date): 1983. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.